Manufacturer narrative:
(B)(4). The customer reported that during a routine inspection, the paddle set did not discharge. There was no reported pt involvement. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more information about this event.

Event description:
The customer reported that during a routine inspection, the paddle set did not discharge. There was no reported pt involvement.